Manufacturer narrative:
(B)(4). This report was originally sent under 0001822565-2018-04896, and the MFR number has now been updated to MFR 3007963827. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00092 and 3007963827-2019-00093. (B)(4). Concomitant medical devices: tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 63633386, all poly patella cemented 29 mm diameter catalog#: 42540000029 lot#: 63646470, articular surface fixed bearing posterior stabilized (ps) right 14 mm height catalog#: 42521400714 lot#: 62747167. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to subsidence and pain. The femoral collapsed on the medial side. The tibial tray also turned inwards.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and x-rays. The medical records state patient had ongoing pain and stiffness. Visual evaluation of the returned femoral shows signs of it being implanted. Also, a large piece of femoral bone remains attached to the femoral implant. Radiographs were reviewed by health care professionals and noted varus alignment of the right knee secondary to osseous fracture with subsidence of the medial femoral component. Medial patellar subluxation. The tibial component appears to be well fixed.device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.